Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced leakage at the site on (B)(6) 2024 and (B)(6) 2024 which led to high blood glucose level of 231mg/dl. The infusion set in use for 1 to 2 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 8021545-2024-00784 - device 2 of 2. E1: patient country: united states.